Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred during bolus delivery. Customer changed supplies to address the occlusion alarms, but alarms reoccurred. Customer then changed infusion set to address occlusion alarms, and resumed insulin therapy. Customer¿s blood glucose level was 393 mg/dl.